Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an ent, using the fast-fix 360 curved ndl delivery sys, after deploy of t1 the t2 deploy prematurely. The needle was not bent and the ts were removed. The procedure was successfully completed with a delay of 30min or less, using a smith and nephew back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the depth indicator had been adjusted. The suture was not returned with the device. The shaft and needle of the device were severely bent. There was some debris on the needle and device handle. A functional evaluation could not be performed in full due to the absence of the anchors and suture. The device actuator did not cycle as intended, as it did not return from the end of the needle without assistance. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: - read these instructions completely prior to use. - do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. - do not push the deployment slider twice or the second implant will deploy prematurely. - do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or torsion during use, misplaced force on the device actuator, or use of the actuator before the needle is through the meniscus. No containment or corrective actions are recommended at this time. H6: component code updated.